Event description:
The pt's (B)(6) scs system included a percutaneous lead implanted on (B)(6) 2010. It was reported the pt's therapy relief became ineffective following a recent hospitalization for pneumonia. Efforts to resolve this matter via reprogramming proved unsuccessful as impedance issues were observed during the session. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. The pt's lead was replaced due to continued impedance issues observed during intraoperative testing. Effective stimulation was recaptured following the procedure.

Manufacturer narrative:
Evaluation results: the returned lead revealed a severe bend/kink with all wires broken. No functional testing could be performed on the fractured lead due to the broken wires. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.